Event description:
Reportedly, blood was being administered to pt and air went through to pt and the air-in-line sensor did not alarm. The nurse stopped procedure and then drew back and got blood. Pt is ok.

Manufacturer narrative:
Device eval results will be submitted when eval is completed.